Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a high/low tone was sounding every four hours. The patient's heart clinic sent them a message stating "a lead impedance issue but it now looks fine". The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.